Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. All information was investigated and without the device to analyze, a definitive cause for the reported unintended movement cannot be determined in this incident. The poor imaging resolution was due to challenging anatomy (rotated heart). The reported atrial septal defect requiring intervention (atrial perforation) appears to be due to operational context as it was noted that the thin, floppy septum tore during the procedure. The reported patient effect of atrial septal defect requiring intervention as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed for slippage, atrial perforation, delay, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted a floppy, thin septum and a rotated heart. Visualization was challenging due to the rotated heart. The steerable guide catheter (sgc) was advanced to the mitral valve, and three clips were successfully deployed, reducing mr to 2. Then a fourth clip delivery system (cds) was advanced to the mitral valve; however, right before attempting to grasp, the septum tore which caused the anterior leaflet to tear. This caused a clinically significant delay in the procedure. It was suspected that the sgc and cds inadvertently must have slipped. Both the sgc and cds were removed, and the patient was stable. The patient remained hospitalized to undergo surgery. The septum was repaired, and the mitral valve was replaced. The patient is doing well. No additional information was provided.